Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a tep hernia repair the balloon couldn't be inflated. The device was replaced to correct the condition. The last known status of the patient is reported as stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was unable to be inflated due to the observed cut. Product analysis suggests the product was used in a surgical procedure. No enhancements or improvements were generated for the reported condition. No enhancements or improvements were generated for the reported condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.